Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced loss of consciousness, fell on the floor and bled. When a fingerstick was taken by a family member the cgm reading was 50 mg/dl, and the blood glucose reading was 20 mg/dl. No treatment was reported, but it was stated that the patient did not go to the hospital. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).